Manufacturer narrative:
The reported event was addressed with phone support. Reseating the endoscope resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the surgeon was using the endoscope serial number (B)(6) in the 180-degree position, which caused the intuitive motion feature to switch the control between the left and right hands. The issue that was resolved by reseating the endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was due to the surgeon moving the scope 180 degrees during setup and not realizing until sitting on the console. The surgeon had only just begun following mode, and therefore no specific task was being performed. The issue involved uncontrolled motion of the endoscope, with reversed control on system arms due to the scope being 180 degrees from horizon level, although the image was not inverted. The endoscope was installed in an up orientation, and an indication of the image orientation was provided to the user via the user interface. Both the endoscope and its adapter/base remained engaged and synchronized, with no damage observed on the adapter/base such as missing screws or components. Prior to the event, the endoscope was manually rotated 180 degrees, but the surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The endoscope is not available for return to isi for evaluation.